Manufacturer narrative:
The patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited external noise which was oversensed on all three channels. The oversensing resulted in pacing inhibition and greater than two seconds of asystole on the right ventricular (rv) channel. No adverse patient effects were reported.